Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device could not confirm the reported event, but did find wear present. This analysis does not highlight any supplier defect and the need of corrective actions is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent left delta xtend total shoulder replacement in (B)(6) 2019. Presented back to surgeon complaining of pain in left shoulder and what they described as a 'clicking' in the shoulder joint upon movement. Procedure today to explore the left shoulder and proceed as necessary. Upon opening the shoulder the surgeon noted the presence of metallosis in the soft tissues. The surgeon remarked that this seemed to be concentrated around the top of the humerus, around the epiphysis. The surgeon removed the poly insert form the epiphysis and the glenosphere from the metaglene. He examined both components and was unable to see any obvious damage or evidence of rubbing on either component. The metaglene was determined to be well fixed and was not revised. He then turned his attention to the humeral component, which was a modular, uncemented prosthesis. He noted the presence of metallosis around the proximal humerus. He removed the epiphysis and examined it, noting that some ha coating appeared to be rubbed off the prosthesis (see photos in attachment). The stem was very well fixed and not revised. The area was debrided and washed out and new prosthesis of the same specifications were re-implanted (ie. Epiphysis, poly insert and glenosphere). The surgeon suggested two possible causes of the metallosis. The epiphysis was not secure on the stem and had been backside rubbing on the stem. The 'fibrewire' suture he used in re-attaching the tuberosities had rubbed against the side of the epiphysis causing the removal of the ha coating and subsequent debris formation. The surgeon has requested an investigation of the explanted prosthesis as he is concerned the screw attaching mechanism attaching the epiphysis to the stem may have failed? Please email dr duke on the address given in the customer response area above with the outcome of the investigation. The explanted prosthesis will be returned via the qld warehouse after decontamination. If other, describe: revision left delta xtend total shoulder replacement,